Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d9; g3; h2; h3; h6. Product was returned and evaluated. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility had not been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 51-106170 tprlc 133 mp type1 pps so 17.0 7027144. 51-107200 tprlc 133 mp type1 pps ho 20.0 6612209. 51-104170 tprlc 133 t1 pps ho 17x154mm 6971788. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the circulated items had damage to the sterile packaging. There was no patient involvement. It was reported that no further information is available.